Manufacturer narrative:
Section d1 brand name: corrected , section d4 model name: corrected, section d4 catalog number: corrected , section d4 primary UDI number: corrected . No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to an embolic stroke. The stroke had been diagnosed through a computerized tomography (CT) scan. The patient's international normalized ratio (inr) goals were previously lowered due to a gastrointestinal (gi) bleeding event in (B)(6) 2021. The death was not considered to be device related and the device operated as intended.

Manufacturer narrative:
Gastrointestinal bleeding, treatment, and the lowering of the patient's inr goal were captured in related MFR #2916596-2023-07509. Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.